Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 53 mg/dl and the cause was not known. Glucose tablets were consumed and a temporary basal rate was set to address the bg level. The customer declined to upload the pump data for review at the time of the report. Tandem technical support advised the customer to discuss the low bg event with a healthcare provider.